Event description:
During the sample evaluation performed by baxter, it was reported by the baxter sample technican that one (1) ce intermate sv100 device was observed with hair in the white mesh filter. This was discovered during testing. There is no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA investigation, (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Device evaluation: the device was evaluated by baxter. Visual examination of the unit found a strand of black hair (approximately 2 inches long) stuck under the white mesh filter. No other observation was found on the unit. This was not reported by the customer. A follow-up report will be submitted should any additional information become available for this report.